Event description:
Pt died as a result of smoking and using an oxygen concentrator. Oxygen was ignited while pt smoking, causing a fire and pt death.

Manufacturer narrative:
The report states "casualty ruled as a death, smoking while on oxygen".